Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code 9. There was no adverse impact on the customer's blood glucose level. Customer service provided information for resetting the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs.